Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected information: the concomitant medical products was inadvertently not included in the initial MDR report; therefore, it is captured in this supplemental report. The following field was updated accordingly: concomitant medical products: platinum 1 series cartridge, lot: unknown. Additional information: through a follow up, the doctor indicated that, when she inserted the lens, the capsule broke which she does not know why that happened. She confirmed that there was no patient anatomy issue and she did not know why that was reported to johnson and johnson vision. The doctor stated that she removed the lens, performed vitrectomy and put in the other lens. There was no patient injury and the patient was fine at the time of discharge. The following field was updated accordingly: (B)(4). Device available for evaluation, returned to manufacturer on: 11/08/2019. Device evaluation: the lens was returned in its original package. Visual inspection using magnification was performed to the returned sample: lens returned with a large cut. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was observed on lens. No damaged was observed to the haptics. The condition in which the sample returned is consistent with a lens that was implanted and removed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There were no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a capsule tear on the left eye (os) of a male patient with the intraocular lens (iol), model zcb00 20.5 diopter. Additional incision was required, which the lens was removed and replaced with a none johnson and johnson iol. Reportedly, sutures were required. It was indicated that the event was due to patient anatomy issue and that the lens was not defective. It was noted that the product is available for being returned. No additional information was provided.